Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) of recr2465 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient, male, underwent catheter placement from the right basilic vein at the catheterization room, with 5 cm of the catheter exposed to outside and 39 cm in the body. Patient with advanced metastasis of bowel cancer accompanied by hypertension and diabetes history. On november 21, no abnormalities were found at the puncture site, and the patient went back home. On november 27, the patient returned to the hospital for maintenance. The maintenance room found slight redness and pus at the puncture site. The patient complained of pain and thrombosis was discovered. G-positive cocci are found in blood culture of the catheter and venous blood. After catheter removal, the patient was treated with antibiotics, such as vancomycin. At present, the patient's thrombosis was reduced, and pain persisted. Hospitalization for observation.